Event description:
The customer stated that he was hospitalized for a heart attack and high blood glucose levels between 300 and 400 mg/dl. The customer declined troubleshooting, and stated that the insulin pump was working fine. The customer's doctor stated that the heart attacks were accompanied by strokes, which were not related to diabetes or high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-81363.